Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not exit the prime phase. They were changing the infusion set when the error occurred. They were unable to exit the preparing to prime loop. The customer¿s blood glucose level was 65 mg/dl. Troubleshooting was performed. The issue was not resolved. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.